Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor tried to use the first clip applier and the clips were coming out sideways and scissoring. He opened another clip applier and it was doing the same thing and this one ripped cystic duct. He said it scissored when it withdrew from the applier. Doctor repaired and sent patient to ICU.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired over an existing clip? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? Was this a typical case? How long did the patient remain in ICU? Has the patient had a full recovery? What is the patient¿s current status? Patient¿s sex, age, and weight?

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the clip as intended. After that, the next clip was removed in order to measure the jaw width, and upon inspection the jaws were found to be in a yielded condition. The next clip was utilized to perform a transverse clip retention test, which failed due to the jaw condition. The following two actuations resulted in conforming clips. No further testing was performed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.